Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the insertion tube braids or bending mesh protruded outwards and peeling off of the coating on the insertion section (major axis is greater than or equal to 4 millimeters) was resent. Additional evaluation findings are as follows: 1.) Leakage from insertion section. 2.) Leakage from channel tube. 3.) Deformation of the venting connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the insertion tube braids or bending mesh protruded outwards and peeling off of the coating on the insertion section (major axis is greater than or equal to 4 milimeters) was noted. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress, chemical stress, storage environment. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU). User can detect the suggested both failures by handling the device in accordance with the following IFU: preparation and inspection_ inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ user can reduce/prevent occurrence of both failures by handling the device in accordance with the following IFU: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocesing: general policy¿ ¿precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Caution: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ storage and disposal: ¿caution: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.: olympus will continue to monitor the field performance of this device.